Manufacturer narrative:
(B)(4). Patient (B)(4) - mesh exposure, (B)(4) dyspareunia. Device (B)(4) mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00623. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse on (B)(6) 2010 and a sling was used. The patient stated that she had issues with the mesh immediately. The patient experienced small pieces of the mesh coming out, pain, discomfort, bleeding, and issues with urinating fully and normally. The patient reported a total inability to have sex due to pain and an inability to penetrate. The patient's issues have continually worsened. She has scheduled a second surgery in 2012 to repair the mesh.